Event description:
It has been reported to us that during the procedure the aspiration catheter separated and the distal segment remained inside the pt on the guidewire. The physician inserted the aspiration catheter into the pt. At some point during the procedure the tip of the aspiration catheter became separated. The separated segment was noticed still inside the pt and removed with the guidewire. No injury caused to the pt.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.